Event description:
On (B)(6) 2011, a spontaneous report by a medical assistant was received from another manufacturer (reference number (B)(4)) regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included no known allergies; previous injection of dysport (abobotulinumtoxina) to the forehead and an unknown diagnosis requiring an unspecified thyroid medication; the patient had no other medical history. The patient's skin type was not reported concomitant medications included an unspecified thyroid medication and unspecified vitamins. The patient received a 1 cc injection of perlane on (B)(6) 2011 to the nasolabial folds, lower jaw and chin area. No pre-procedure medication was used. Additional procedures performed at the time of implantation included a 60 unit injection of dysport to the forehead. On an unspecified date in (B)(6)-2011 or (B)(6)-2011, after the implantation, the patient developed blisters or pox inside her mouth, around her ears and on her neck. The patient's ears also ached. The patient reported she had no fever. The patient was traveling in a foreign country when she called the injecting physician's office on (B)(6) 2011 to report the events. The medical assistant asked the patient if she could get benadryl (diphenhydramine), but the patient was unable to find it in the foreign country where she was located. No additional information was provided. The medical assistant could not comment on causality or assess the severity of the reported events, as she did not have enough information from the patient to assess this. The lot number and expiration date were not reported. Company comment: the events have not been medically confirmed.